Event description:
Telemetry pt was taken to scanner for mra/MRI of the head. Cables and telebox removed, cardiac electrodes in place below neck areas. The sequence and field test were done. Upon the first 2 mins of the test, the pt called out to the tech through the open microphone. Pt stated pain in the upper right chest area and the electrodes were all removed. There was redness in the area of concern and the area was treated and covered with dressing. However, the pt developed a third-degree burn two days later, requiring surgical intervention to prevent infection and removal of skin debris. It was policy of the radiology dept to keep the electrodes on the pt if the test encompasses above the neck test. The electrodes were not in the field of testing.